Manufacturer narrative:
The xenon lightsource was returned for evaluation: failure analysis: the technician checked the lenses, cables, and connections; no issues were found. There was no sign of burning or melting. The lightsource passed testing without issue. Unrelated to the reported failure, the broken top trim cover was replaced. Conclusion: the issue of burning smell could not be duplicated. The issue may be the result of using an incompatible fiber optic cable. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that during surgery, a ¿burnt¿ electrical smell¿ was noted. The nurse unplugged the xenon lightsource (00mlx) and removed the unit from the operating room. No patient injury or surgical delay has been reported.